Event description:
It was reported via repair work order that the cot retaining post was loose which could affect cot fastening. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.